Event description:
It was reported that the patient experienced a cranial hemorrhage coming from the cannula during the use of the medtronic micro electrode reading (mer). The physician confirmed that no symptoms were associated with the hemorrhage and a computed tomography (CT) image taken confirmed the bleeding was minor. The physician moved forward and completed the deep brain stimulation (dbs) lead implant procedure. The patient did well post-operatively and therapy has been turned on.